Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was damaged at the site of reservoir. The customer¿s blood glucose level was unknown at the time of incident. Customer state that the reservoir fall out time to time. The insulin pump will be return for analysis.

Manufacturer narrative:
The reservoir tube lip completely broken off and test reservoir will not lock or click in place.